Event description:
As reported by the (B)(6) field clinical specialist, perclose failed after a tavr(transcatheter aortic valve replacement) procedure. A cutdown was performed due to a the perclose failure. There was no allegation of any (B)(6) device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).